Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that valve vl111 was faulty. The fse replaced the valve, which repaired the leak and the differential voteouts. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The instrument was generating differential voteouts at the time of the event. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.